Event description:
The customer reported that the system was producing intermittent fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was then found to be operating as intended.